Event description:
Patient's revision operative records for the left hip were received. Records indicate upon revision atypical local tissue reaction, a small pseudotumor, a large greenish brown bursa, and a large dome cyst were all found.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still considered closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that the bilateral patient suffered from hip pain, back and groin pain, inability to stand for long periods of time, difficulty walking, walked with a limp, blurriness and vision problems and was injured by excessive levels of chromium and cobalt in her blood. She had a collection of fluids in her left hip joint which, along with her constant pain and elevated ion levels, led to revision surgery of the left hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.